Event description:
The patient¿s ventilator triggered the "ventilator inoperative" alarm and stopped functioning, resulting in an immediate loss of ventilation support. The patient was receiving care with two rented devices, and the faulty device was replaced at the patient's home. The intervention ensured continuous ventilation support without delay. There was no reported patient injury. No device has been returned. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Manufacturer narrative:
The manufacturer previously reported: "the patient¿s ventilator triggered the 'ventilator inoperative' alarm and stopped functioning, resulting in an immediate loss of ventilation support. The patient was receiving care with two rented devices, and the faulty device was replaced at the patient's home. The intervention ensured continuous ventilation support without delay. There was no reported patient injury." The manufacturer recieved and evaluated the device. The complaint was confirmed to be caused by a flow sensor failure. The flow sensor was replaced to address the issue. The device passed all testing.